Manufacturer narrative:
Evaluation summary: investigation including the root cause analysis is in progress. The product was returned for analysis and is pending evaluation. Results from the product history record review indicated the lens met release criteria. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery the patient experienced a posterior capsular tear and the iol had to be explanted.